Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A 4.0x19mm graftmaster covered stent was implanted in the pt distal to the previously placed stents; however, flow was still not good. Post-dilatation in the pt was performed and an arterial bypass was made via a new retrograde sheath and balloon port; but the flow is sluggish. The patient was put on heparin and has been consulted for a possible distal bypass. Follow-up information was received reporting that the patients leg has been amputated. No additional information was provided. UDI#: in the absence of a reported part number, the UDI cannot be calculated. Concomitant product: dilatation catheter: 3x250 saver. Other: tuohy, mpa catheter (cordis). The device was not returned for evaluation. The reported patient effect of perforation is listed in hi-torque guide wires instructions for use as a known potential adverse patient effect of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the posterior tibial artery. On (B)(6) 2017, the patient presented with limb threatened ischemia and left calf pain. A non-abbott support catheter was advanced and an attempt to advance a fielder guide wire was made; however, it failed to cross. A non-abbott guide wire was advanced to verify the true lumen had been reached. The non-abbott guide wire was exchanged for an ironman guide wire. Pre-dilatation of the posterior tibial (pt) and tibial-fibular (tp) trunk was performed. Angiography confirmed no flow below the third part of the popliteal. A perforation in the tp trunk was noticed. A 3.5x16mm graftmaster covered stent was deployed and the upper part of the perforation appeared to have sealed. A 2.8x16mm graftmaster covered stent was implanted below that and sealed the second hole. Good inline flow was confirmed; however, it is believed that the patient has compartment syndrome. A fasciotomy was performed. On (B)(6) 2017, slow flow was noticed and the patient was admitted for a repeat angiography. A left pt thrombectomy was performed and a new perforation was noted.